Event description:
User used the biopsy needle to biopsy a large tumor cyst (a right cerebellar metastasis). After it was inserted in the cyst, they could not aspirate. They removed the biopsy needle and completed the procedure using a different biopsy needle.